Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, redness, inflammation, dry skin at the needle puncture site. The area was prepared with soap/water before placing the sensor on the body. There is no documentation of scarring or systemic involvement. There is no diagnostic test conducted. The skin reaction was treated with a prescription of oral medication prescription-only antihistamine (fexofenadine) dosage unspecified. At the time of the report, patient condition was unspecified. No other details were provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.